Event description:
It was reported that the insulin gauge was inaccurate and the pump touchscreen was unresponsive. Additionally, it was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The original medwatch (MDR) reported that the customer experienced an inaccurate insulin gauge, an unresponsive touch screen, and that the usb port was loose and that battery was unable to be charged. Upon clarification customer provided new event dates (see MDR 3013756811-2023-18879). Additional information reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 190 mg/dl.

Manufacturer narrative:
B3, b5, h6: remove 1371, 2892, 1559